Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced pain while the procedure was being performed on the face. Upon inspection, a hole was detected in the treatment tip membrane. The highest energy level used was 3.8. Another tip was used to finish the treatment. Additional event information has been requested but has not been received.

Manufacturer narrative:
The treatment tip was returned for evaluation. On visual inspection a dent was discovered on the treatment tip membrane. However, the reported hole in the membrane was not confirmed. The tip passed flow, leak, thermistor and functional testing. The evaluation did not indicate any dielectric breakdown. A device history record (DHR) review did not find any non-conformities or anomalies related to this complaint. Based on the investigation results this complaint is no longer considered to be reportable event.